Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false decreased potassium results when processing on the architect c16000. The following data was provided: sample 1: initial 7.8 and retest 4.9 mmol/l. Sample 2: initial 8.3 and retest 4.1 mmol/l. Sample 3: initial >10 and retest 4.2 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, servicing by the field service representative (fsr), a review of the service history, a review of trending data, and a review of product labeling. The fsr inspected the instrument and determined an obstructed sample probe was the likely cause. Replacement of the sample probe resolved the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the sample probe was replaced. A review of the c16000 tracking and trending data did not identify any systemic issues or trends associated with the discrepant result described in this complaint. The c16000 erratic result rate is within acceptable limits with no trends identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.